Manufacturer narrative:
Five cassettes were received with no visible damage. During testing using a hydrostatic pressure pump, leakage was observed at the tubing-to-female luer bond. Inspection revealed spotty solvent coverage and a solvent channel on all samples. The tubing pull tests exceeded specifications, and dimensional measurements were within design limits. The complaint of leakage is confirmed, and the issue appears related to bonding quality. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was stated that there was a leakage from the tube and connector connection. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.